Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.(B)(4). Product evaluation: no analysis results available; the device was not returned for evaluation.

Event description:
It was reported that during a thyroid procedure, "the balloon of intubation does not stay inflated. It appears porous and needs to be pumped up every 5 minutes during surgery." It was later confirmed that the tube was checked before intubating the patient and it was ok. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.